Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s low blood glucose level was 24 mg/dl. Customer fell down due to low blood glucose values which resulted in insulin pump not working and flashing screen of the insulin pump along with constant beeping. The customer did not allege that the insulin pump was over delivering or under delivering. The customer was wearing the insulin pump within 48 hours of the event. The customer stated that they were recovering from hysterectomy and taking new hormones which resulted in fluctuating low blood glucose value of the customer. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was not performed as the insulin pump was nor working and device not return for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light.